Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had completely broken reservoir tube lip, cracked reservoir tube window, broken battery tube threads, cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 159 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.